Event description:
The report received from the affiliate indicated that the physician positioned the echelon ev3 microcatheter to the one-third of the aneurysm and advanced a trufill dcs orbit rdfl complex fill coil to the target lesion/aneurysm. The physician was not satisfied and adjusted the positioning of the coil several times. The physician then decided to withdraw the coil under x-ray and noted that the proximal portion of the coil was thin/stretched. The coil was successfully removed from the patient. Another coil was sued to complete the procedure successfully. There was no reported patient injury. The procedure was elective. The access site was femoral. An adequate/continuous flush was maintained to the microcatheter at all times. Neck re-modeling was not used. There was no reported product issue with the microcatheter.

Manufacturer narrative:
The 5x10 trufill dcs orbit rdfl complex fill stretched after being repositioned in the aneurysm several times. It was successfully withdrawn into the microcatheter and removed from the patient with the coil still attached. Another coil was used to successfully complete the procedure without patient injury. The orbit was the first coil being placed after positioning an ev3 echelon microcatheter 1/3 of the way into the aneurysm. The physician was not satisfied and adjusted the positioning of the coil several times. The physician then decided to withdraw the coil under x-ray and noted that the proximal portion of the coil was thin/stretched. The procedure was elective. The target site and aneurysm characteristics are not known. The access site was femoral. An adequate/continuous flush was maintained to the microcatheter at all times. Neck re-modeling was not used. There was no reported product issue with the microcatheter. There were no damages on the device prior to use and after removal other than the stretched coil, there were no other damages. The product was returned for inspection. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was received partially zipped and it was found broken on the distal section of it, residues of dry blood could be observed on it. The embolic coil was found stuck with the zipper of the introducer and it was still attached to the gripper in stretched condition. The support coil and gripper were found outside of the introducer without damages. The gripper and embolic coil were inspected under microscope, the gripper was found without damage and the embolic coil was found stretched. The introducer was inspected under microscope and appears that it was elongated before it was broken/ separated. It appears that these damages to the introducer occurred post procedural use based on the report that there were no other damages other than the stretched coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. It is possible that procedural factors may have contributed to the event. Although the exact cause of the stretched coil could not be conclusively determined based on the available information and analysis of the returned device, there is no indication of a relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.